Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6. H3 investigation summary- the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and in the next actuations, no straps were fire even though the device was being actuated on several occasions. The instrument was disassembled; upon disassembly, one plastic post from the sled was found broken which causes latch was out of position (post a, cav. 1), that is why the internal cannula components were not sliding properly and one (1) straps were found inside cannula shaft. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: ¿ did this problem contribute to any adverse patient events? No, there were no adverse patient events associated with the problem with the medical device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - initially, a product code strap12 with a lot number of 106686 was reported in this complaint. However, the lot number 106686 corresponds to product code sxpp1b45015ns. Could you please confirm the lot number of the product involved in this complaint? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent an unilateral inguinal herniorrhaphy on (B)(6) 2025 and absorbable straps were used. Only 9 hooks came, and the ones he had did not hold the fabric, so the device failed. Another device was placed. Those responsible for the security event were informed. The procedure was successfully completed without delay or fragments generated. There were no adverse patient events associated with the problem with the medical device. Additional information has been requested.